Event description:
Customer states: "stent placed in a child in 2007. Being removed two months later at hospital, at regional urology, while being removed it broke. All pieces retrieved. No exp on label and no others of that lot in the office. Pt is male. Robot assisted pyeloplasty on the left side."

Manufacturer narrative:
A proper evaluation cannot be performed due to the product not being returned for an evaluation. Information received to date indicates the pt had the stent placed in 2007 at hospital noting everything to be fine. The pt went to regional urological group on 10/4/07 to have a follow-up and then stent removal. A cystoscopy was performed to remove the stent and at that time they noted the stent was separated. All pieces were removed and are at regional urological group. No injury to the pt was reported. A nurse from regional stated stent removal at regional urological group is common even if the stent was placed at st. Mary's hospital and vice versa. The only label risk management had was in the chart and was a peel off which does not contain the expiration date, the main label does. Unable to determine what has caused the stent separation. As soon as additional information becomes available, it will be forwarded.